Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system continu-flo solution sets leaked from the coupler connecting the IV catheter to the tubing. This issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which observed the male luer was disconnected from the intravenous (IV) that was placed on the hand of the patient. The reported condition was verified. The cause of the condition could not be determined. Due to the nature of the returned sample, no additional testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.